Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified electrochemical migration across the electrical feed-through insulator which caused an electrical short. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 1000mcg/ml at 321/mcg/day via an implantable pump. The indication for use was spinal pain. The company representative reported they received a message from the healthcare provider reporting the alarm but had not yet met with the patient. The patient had reported hearing the critical alarm earlier the day of the report and then it turned into the non-critical alarm. Per this reporter the nurse also reported hearing the non-critical alarm while the patient was in the clinic. The pump logs were checked and the reporter indicated that the logs were clear for today however there were 3 motor stalls with recovery yesterday right before the refill. It was also noted that the patient was refilled on (B)(6) 2017 and the pump was alarming due to the reservoir being empty. The company representative was on their way to meet the healthcare provider and the patient. There were no patient symptoms reported. Additional information received from the company representative reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The first motor stall occurred (B)(6) 2017 at 1229 followed by recovery and additional stalls and recoveries. The last motor stall was at 2445 on (B)(6) 2017 with no recovery, stopped pump period may exceed tube set . The pump was currently stalled and audibly alarming. The symptom reported was the patient didn¿t feel the same. The patient was also taking oral baclofen and other oral meds. And the patient had run out of some oral medications so it was unclear if how the patient was feeling was related to the motor stall or oral medication changes. The pump was going to be replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a company representative. The patient¿s body weight at the time of the event was 134 pounds. Troubleshooting performed included the pump logs having been read. It was noted that no further troubleshooting was done. The cause of the empty pump alarm and multiple motor stall and recoveries were unknown. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.